Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump batteries do not last more than one week and the pump alerted low battery. The customer's blood glucose reading was 540 mg/dl at the time of incident. Customer stopped troubleshooting as they wanted to contact their doctor and will call back later to further troubleshoot. No further details given.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to faulty force sensor resistor. The insulin pump passed the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, prime test and excessive no delivery test. The motor passed motor test. No unexpected failed battery test anomaly noted. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.